Event description:
¿A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the island dressing 50/box adhesive is so strong on skin that when is take off, it pulls off a layer of skin. No more information was provided.¿